Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of tubing above the filter leaking could not be verified due to the product not being returned for failure investigation. Device history record review for model mz9270 lot number 21025163 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18feb2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Event description:
No additional information was provided material#:mz9270, batch#:23029243. It was reported by customer that the ubing above the filter is leaking. Verbatim: there was a voicemail complaint this morning for product mz9270 (bd maxzero¿ extension set). I am unsure of who handles this device or if it is for ucc. The information left is a follows: providence xxx/ xxx. Mz9270 (bd maxzero¿ extension set). Lot # (10)23029243. Expiration date:02/15/2025. Tubing above the filter is leaking xx. Additional info from customer: (05-oct-2023). What is the quantity of products found defective? So far two have been found defective that were in use with a patient. What is the event date? 9/16/23 and 10/4/23. Are you able to send samples to bd for investigation? If no, can a photo be provided? If yes, please provide mailing address. Yes, I have both of them (B)(6). Is there any adverse event occurred? Not as far as we know, but it does put our patients at risk for infection or exsanguination. Are you able to provide the correct batch number? As reviewed, # (10)23029243 is invalid. Lot # (10)21025163.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector was leaking. The following information was provided by the initial reporter: tubing above the filter is leaking xx.